Event description:
It was reported that there was high pacing impedance on the lead and that the defibrillation impedance was not available. The lead will be replaced. No patient complications have been reported as a resut of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.